Event description:
It was reported that during a da vinci-assisted surgical procedure, error 31221 occurred. The customer had restarted the system, but the error was not resolved. The intuitive surgical, inc. (Isi) technical support engineer (tse) looked into the logs and errors 319 and 31221 were confirmed. The tse explained to the customer that universal surgical manipulator (usm) 2 was not going to recover and even restarting the system, it would likely fail again. The procedure was converted to laparoscopic surgery with no reported injury. Isi performed follow-up and obtained the following additional/updated information: system functionality was reportedly checked prior to use, and no issues/errors were noted. The procedure was converted due to one usm was not working, and there was an error code that could not be resolved even after power cycling the system. There was no patient harm, injury or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal power distributor (upd) board. The system was tested and verified as ready for use. The upd board was returned for failure analysis and the reported errors 31221 and 319 were replicated and confirmed. The upd board was installed and tested on a test system and started up in normal mode. Errors 31221 and 319 occurred upon system startup. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.